Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a driveshaft separation occurred. The lesion being treated was heavily calcified, with diffuse disease demonstrating up to 95% stenoses and extending approx 250mm in length throughout the sfa. The rvd was approx 4.5-5mm. The physician used a 7f introducer sheath from a contralateral approach to access the target lesion. The first run lasted 50sec at 60k rpm without difficulty; the next run was at 90k rpm, but the device seemed to make excessive noise. At the beginning of the 3rd run at 120k rpm, it was discovered under fluoro that the crown was not moving in response to moving the control knob because the driveshaft had detached from the handle of the device. At that point, the handle and outer sheath were removed as one piece and the driveshaft and crown were removed over-the-wire. Due to a significant amount of residual stenosis the physician completed the procedure via angioplasty and stent placement. The pt status remained stable throughout the procedure.

Manufacturer narrative:
(B)(4).